Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the device completely stopped working 2-3 years ago. The explanted reservoir revealed hernia mesh tacks through reservoir. But was broken during a subsequent hernia repair surgery. The hernia mesh tacks punctured the reservoir. Following the replacement surgery, the patient was fine.

Manufacturer narrative:
H3 device evaluation: the product record review indicated that the reported events do not represent an unanticipated event. Based on this investigation, the investigation conclusion code of unintended use error caused or contributed to event was chosen because the physician made an unintentional error that caused the event. Based on the results of this investigation, no escalation is required the ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump block was worn. The contamination was found inside pump. The pump was not functionally tested due to contamination. The ams 700 spherical reservoir was visually inspected and functionally tested. There were multiple leaks in the reservoir shell and in the reservoir adapter that was consistent with sharp instrument damage, which most likely occurred during explant; holes were present. Due to this damage being consistent with explant it will be considered a secondary failure. The foreign material (fm) were found in the reservoir; one stuck in the reservoir shell and other inside the reservoir. It was unknown when this fm damage occurred. The ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had leaks with broken fabric treads in proximal cylinder body. Both cylinders had fold that indicate possible buckling of the cylinders in the proximal cylinder body. Both cylinders had wear at fold in cylinder body; holes at corner of fold were present. The krt of both cylinders were worn to filament. Product analysis confirmed the reported event. .

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the device completely stopped working 2-3 years ago. The explanted reservoir revealed hernia mesh tacks through reservoir. But was broken during a subsequent hernia repair surgery. The hernia mesh tacks punctured the reservoir. Following the replacement surgery, the patient was fine.